Event description:
It was reported by the patient that the pump was removed in (B)(6) 2010, because the catheter continued to break off/come loose, 2 to 3 times and they had "all kinds of trouble with it." The drug in the pump was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. The patient was receiving prialt (dose and concentration unknown) via the implantable pump for arachnoiditis, non-malignant pain and failed back surgery syndrome at the time of the event. It was reported that the catheter kept ¿coming off.¿ her healthcare provider (hcp) had to operate on her 2-3 times to get ¿this thing to keep working.¿ she suffered for 3 months and kept telling the hcp it was not working. Finally, the patient could not take it anymore and the pump was removed.